Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: suction cylinder has corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the reported customer allegation was not confirmed so most probable cause could not be determined. Also, for the additional finding during evaluation, the most probable cause is traced expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had blurry image. The event occurred during periodic maintenance performed by the customer. There were no reports of patient involvement.